Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with the dizziness presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited no sensing on the atrial lead. No further adjustments were performed and the patient would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information on (B)(6) 2018 stated that the patient was brought back into the hospital. Upon interrogation, the right ventricular lead had dislodged, and it did not give the acceptable values for sensing and capture threshold. The lead was explanted. The patient was stable throughout the whole procedure.